Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed 11 days ago') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anhedonia ("lost my passion for living"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and anhedonia outcome was unknown. The reporter considered anhedonia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anhedonia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed 11 days ago') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anhedonia ("lost my passion for living") and was found to have vitamin d decreased ("extremely lowvitamin d"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, anhedonia and vitamin d decreased outcome was unknown. The reporter considered anhedonia, medical device removal and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anhedonia, vitamin d decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event vitamin d decreased added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed 11 days ago') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anhedonia ("lost my passion for living"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and anhedonia outcome was unknown. The reporter considered anhedonia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anhedonia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed 11 days ago') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 8 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and detoxification ("I'm sure it takes a long time after removal for nickel to be out of your system. I'm 17 days post op & thinking about a couple detox ideas the girls gave me."), experienced anhedonia ("lost my passion for living") and anger ("angry phase") and was found to have vitamin d decreased ("extremely lowvitamin d"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, anhedonia, vitamin d decreased, detoxification and anger outcome was unknown. The reporter considered anger, anhedonia, detoxification, medical device removal and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, anhedonia, vitamin d decreased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Duration of implant added. Events detoxification and anger added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.